Event description:
Customer reportedly rec'd results of 202 mg/dl and 500 mg/dl within 10 mins on the advantage system one month ago. No adverse event reported. Controls were run 1 week ago and were in range. The customer did not provide the location where the discrepant results were obtained. Requested return of the suspect device and replacement was sent.